Event description:
Additional information was received that the motors were not swapped and the system was not retested after the fault occurred. There was only 1 centrimag motor in use during the event, and it is sn: (B)(6).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced an alarm, which was consistently present and alerted for flow exceeding the maximum or minimum threshold. While the alarm was present, the flow value displayed on the monitor was not changing. However, the trace at the bottom of the display showed spikes and dips. The fault was persistent even after the patient was disconnected and the clinical staff used a closed circuit. The blue locking mechanism was not working either. The motors would be exchanged.

Manufacturer narrative:
Section a: patient information was not yet provided. Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section e1: reporter phone number as originally reported: (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues associated with centrimag motor, serial number: (B)(6), were reported by the account. Upon further review, the information covered in this record was determined to be non-complaint; however, since a medical device report (MDR) was submitted prior to the additional information being provided, this record remains documented in our complaint handling system. No product was returned for evaluation. The device history records were reviewed and the records revealed that the centrimag motor, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. A) section 9 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. A) section 11.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.